Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was intermittently delivering energy. Getinge rep inspected the serial number and date of manufacture. Informed customer that the power supply box was manufactured in september 2009 and was 13 years old and was no longer under warranty. They switched out the power supply box to another power generator and harvesting device worked. Did a visual inspection of power supply box and all buttons, power cords and shell structure were in good visual condition. Plugged in power supply box, turned on switch and green light on bottom lit up. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. . Corrected sections: h3, h6--device discarded corrected to device not returned. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text : device not returned.

Event description:
N/a.